Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was listed on the shortened replacement window advisory. It was reported that this product had a battery voltage greater than 2.65 volts within 27 months of implant; therefore, was not believe to have been exhibiting the advisory behavior. Normal device follow-up had been recommended. This product was later explanted, replaced and returned for laboratory analysis. No adverse patient effects were reported.